Event description:
The customer reported the patient passed away and the dreamstation auto CPAP device will be returned. There is no allegation of malfunction, or that the device cause or contributed to the death. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a patient passed away and the dreamstation auto CPAP device will be returned. There is no allegation of malfunction, or that the device cause or contributed to the death. Medical intervention was not specified. The device was returned to a third-party service center where it was inspected internally and externally. Evaluation results determined no errors were found. The sd card, pollen and fine filters were replaced. Additionally, the device was cleaned and passed all tests.